Event description:
Erratic device results. Readings in memory were 60, 59, 329, 342, 60, 329, 58, 374, 59, & 340 mg/dl. Controls were used and within range. Treatment info was not provided. A request was made for return product and replacement product was sent.